Manufacturer narrative:
The hook cev2295a was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: on evaluation, the coating is damaged near the hook and seems to be melted. The metal part became black. No event has been registered concerning coating process during the manufacturing of the hook. Root cause: this reported event is probably due to the use of a too important voltage or a prolonged activation of the device.

Event description:
A facility reported that during a total hysterectomy procedure the teflon in the new hook cev2295a melted and a small melted part was found in the patient's abdomen. There was no clinical consequence to the patient.